Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set was leaking at port 2. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 23, 2022 - march 28, 2022. H9: 3010291427-06/21/2022-001-c. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.